Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited under-sensing which resulted in false pause episodes. No intervention was performed. There were no patient consequences.